Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist system. Section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: potential adverse events: ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).

Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support and approximately 12 days after start of the support, the patient developed bleeding from the access site. The patient lost approximately 1.2 l of blood as a result of the condition. Manual pressure was applied for 45 minutes, and one unit of packed red blood cells was transfused as a result of the event. Support continued following the intervention, and the patient was reported to be in stable condition.